Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device not inflating and deflating consistently. Cylinders removed and replaced. No adverse patient effects.

Manufacturer narrative:
Product investigation completed. Product analysis confirmed a pump malfunction based on the pump functional testing in which the pump failed the activation test. Based on the results of this investigation no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to device not inflating and deflating consistently. Cylinders removed and replaced. No adverse patient effects.